Manufacturer narrative:
This supplemental report is being submitted to provide corrections to d2, d3 address line 1, d8, g1 address line 1 and the legal manufacturer's final investigation results. Based on the results of the investigation, repair of equipment by not authorized person. Defined biocompatible characteristics are no longer guaranteed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sheath ceramic tip was loose. The issue occurred during reprocessing. There were no reports of patient harm.